Event description:
Customer reported that the foot switch is defective and that is taking x-rays on its own. The customer discontinued the use of the equipment and notified hologic of the problem. There was no pt or operator injury.

Manufacturer narrative:
The field engineer performed investigation at the site, conformed the failure, identified the problems as a wire pulled out from strain relief. The field engineer then corrected the problem by replacing the foot switch.